Manufacturer narrative:
Device adhesion loss appears to have been caused by the patient's failure to fully control bleeding prior to device application.

Event description:
Following an accidental arm laceration, the patient utilized the zipstitch laceration kit to clean and dry the wound and close it. Approximately 5 minutes after application, the wound began to bleed, causing adhesive failure of the zipstitch device. Patient reported to an urgent care center, where the wound was closed with sutures.